Manufacturer narrative:
The customer has called back to perform the high pressure test. The customer was assisted with performing the high pressure test, the results: the insulin pump alarmed no delivery. The customer was advised that the insulin pump is working as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 515 mg/dl. The customer was treated for high blood glucose with set change and bolus with pen. Customer was advised on proper filling of reservoir to avoid air bubbles.